Event description:
It was reported that the box of pen needles 32x4 5b ema had the incorrect label information on it, and was noticed before use. The following information was provided by the initial reporter: "picture attached, wrong labelled boxes."

Manufacturer narrative:
Investigation: five photos of 32g x 4mm pen needle cartons were returned from lot. No. 8318914, cat. No. 320497. Visual examination was carried out on the returned photos and it was observed that additional labels were applied to the carton. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This issue occurred after the shipment left bd dl therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of pen needles 32x4 5b ema had the incorrect label information on it, and was noticed before use. The following information was provided by the initial reporter: "picture attached, wrong labelled boxes."